Event description:
Rubber stopper to hold sling in place on invacare lift popped off. Sling slipped off one arm resulting in patient beginning to slide out, and two nursing assistants lowering him to the floor. See scanned pages.